Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon noticed that the og tube passed through the staple line when going to the stomach pouch. It is unk why the og tube passed through the staple line. The surgeon repaired the staple line with sutures. A leak test was performed and the staple line passed. There was no pt consequence. Post -op, the pt was brought back into the operating room with a leak. It is unk if the patient was still in the hospital or discharged home when the leak occurred. It is unk where the leak was or how the leak was repaired. Unk patient consequence with the post-op leak. The device was discarded.